Event description:
Caller states the patient tested 2.8 inr and 1.9 inr on the coaguchek xs system. Caller states that she had to excessively squeeze the patient's finger and the blood looked watery with the 2.8 inr result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.